Event description:
It was reported to philips that the user was unable to upload a study using the intellispace cardiovascular (iscv) application. No adverse events or harm were reported in the complaint. Philips has started the investigation of this complaint.